Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump kept alarming low battery and then having blank display anomalies. The customer has replaced the battery three times; he stated that the battery would count down to 6 and then go blank. The patient's blood glucose at the time of incident was 152 mg/dl. No further details were provided, and no products were returned or replaced.